Event description:
It was reported that the patient's device has not worked for 2 years. The patient planned to have the device explanted. Additional clarification has been requested.

Manufacturer narrative:
(B)(4).